Event description:
The patient reported that they are unable to charge their implantable neurostimulator (ins). The patient stated that they have been trying to recharge the ins for the past 2 days, but they can only can a maximum of 2 coupling bars. Best recharging practices were reviewed at the time of the report; a poor communication screen was reported. At the time of the report, the coupling bars were fluctuating between 2-4. The patient stated that their ins feels deeper than it had been before. The patient had an appointment scheduled with their healthcare provider. No patient symptoms were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.